Event description:
Robotic instrument inserted into patient, when surgeon noticed that the tips of the instrument were slightly bent and did not come together completely. Instrument taken off of sterile field and replaced with new instrument of same type.